Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple malfunction alarms occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was impacted (280 mg/dl). The customer stated a bolus via the pump was administered prior to the malfunction. It was indicated that the customer would contact their healthcare provider to obtain alternate insulin therapy.